Event description:
Per pt - pt reporting the new pump we sent is not working. It beeps and there is a "high pressure" alarm. Asked pt if there is any issues with tubing, kinks, sitting on the tubing, etc. Pt said no. Asked pt if she changed tubing and she said yes and there is no problem with the tubing. Will ship out new pump to pt. Old pump will be shipped back to pharmacy. No a/e experienced during this event. Pt does have well working back up pump on hand. Sn (B)(4), expiration date 09/20/2018. No other information known. Dose or amount: 22.4 ng/kg/min. Frequency: continuous infusion. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.